Event description:
Event description guidant received information that this pacemaker was explanted due to a recent field advisory regarding failure mode 1. This ventricular lead was also surgically abandoned as it had pulled back from the patient's septum, thus increasing thresholds.